Event description:
It was reported that the day after implant, a post-operative check indicated high right ventricular (rv) lead thresholds. It was noted that the lead had pulled back a bit from its original position. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.